Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, 80% stenosed, 90 degree angled proximal left anterior descending (lad) artery the 2.5 x 18 mm xience v stent delivery system (sds) met resistance but was advanced but could not cross the lesion. It was noted that the proximal shaft of the sds became separated and the device was removed and not used. A different 2.5 x 18 mm xience v sds was advanced but also could not cross the lesion and it was noted that the stent implant became dislodged off the balloon in the anatomy. Two guide wires were used to retrieve and remove the stent without issue. There was no reported adverse patient effect. The patient was discharged and is scheduled to return on a different date for treatment by coronary artery bypass grafting (CABG). Although the procedure time was prolonged, there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other xience v device referenced is being filed under a separate medwatch MFR number.